Event description:
This is the third patient of four patients who experienced bowel perforations following colonoscopy procedures performed in the surgery center during a four month span. Similar esu and cable devices were utilized during these procedures. This unusual cluster of incidents has never occurred before, and so they are being investigated. This child had 3 polyps that were harder to remove, however lesser joules setting was used. Presented 3 days after procedure with no subsequent surgery required. Patient recovered well. Cat scan of the abdomen and pelvis revealed focal thickening of the colon near the hepatic flexure with surrounding inflammatory changes consistent with contained colonic perforation.